Event description:
Event description cpi received information that this ventak mini exhibited oversensing when the patient was bending over. Two days later the patient received a shock in sinus rhythm.